Event description:
This system was explanted because the pocket did not heal or close. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like tothank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systemsand device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.